Event description:
A medtronic representative reported that the o-arm drapes got caught on the corners and tore during a surgery, they then covered the breach with ioban. No negative impact to the patient was reported.

Manufacturer narrative:
The site was unable to provide any patient demographic information.the initial report was received on 11/10/2010 and incorrectly found to be a non-reportable malfunction based on the information available. On 05/02/2013, a retrospective review was conducted that identified this event as reportable and the decision was reversed to a reportable malfunction.manufacture date was unavailable as no lot number was provided.no parts or files were received by the manufacturer for evaluation. The user covered the tear with an ioban to retain sterility with no patient impact. A supplier corrective action request (scar) was issued to address this reported failure mode and resolve the issue. Per the scar, the supplier's investigation found that the label was placed incorrectly on folded layers of the drape. The root cause was found to be operator error. A correction at the supplier was implemented by adding a critical note to the specification indicating proper placement of the label. In addition, supplier personnel were retrained.